Event description:
An ophthalmologist informed an amo territory mgr that a female pt was diagnosed with acanthamoeba keratitis while using complete multipurpose solution easy rub formula. Pt was initially being treated for an "infection" by an optometrist that shares an office with the reporting md. After treatment with antibiotic was not successful, the ophthalmologist recommended that the pt be seen by a corneal specialist. Initial specialist suspected ak, however, they did not have proper equipment and referred the pt to a separate facility where ak was reportedly confirmed. The reporting ophthalmologist does not attribute the event to the solution, as he feels that the pt was not compliant in the "rub" procedure and continued to wear her contacts after onset because she did not have spectacles. Add'l info regarding the pt, event, diagnosis, treatment and prognosis is being requested. The ophthalmologist is attempting to obtain the solution from the pt to forward to amo for testing.

Manufacturer narrative:
Lot number of solution used by pt is unk. It is unk if the device failed to meet specs as we have not rec'd the complaint sample for analysis nor have we rec'd an identifying lot number to perform prod investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The reporting ophthalmologist indicated that he feels that the event was related to pt non-compliance and not caused by solution. We have not rec'd the complaint sample for analysis or an identifying lot number to guide our testing. We have been unable to determine the relationship. Root cause had not been established.